Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false negative while running the alinity m hr hpv assay. Sample ID (sid) (B)(6) generated result "not detected" on 3/19/2026 and result "other b" detected upon re-processing on 3/20/2026. Curve analysis shows non-sigmoidal behavior for "other b" target (fractional cycle number [fcn] of 23.27 with max ratio [mr] of 0.08). Sid (B)(6) was released from the laboratory as "other b" detected. There was no report of impact to patient management.